Manufacturer narrative:
No blank display noted. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. However, passed sleep current test, active current test and self-test. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected blank display, off no power, low battery alarms anomalies were noted during testing or in the file history. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing display window cover, missing reservoir tube o-ring, broken reservoir tube lip, broken battery tube threads, cracked case (battery tube), serial number label missing. Missing retainer ring, unable to lock a reservoir in place confirmed. Blank display not confirmed. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify any motor errors due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals on (B)(6) 2021 at 12:19 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and force sensor flex cable. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (xxx mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump broke at battery compartment and turned off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.